Event description:
Event description guidant received information that a loss of capture was noted on this implantable ventricular lead. The lead had a high impedance, of 770 ohms and high threshold values.